Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: an investigation confirmed the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. An investigation confirmed the reported event. The surgeon was unable to log in to the trumatch 3.0 surgeon portal. Dxc, an information technology service utilized by the trumatch team, was able to clear the account lock and resolve the issue. A definitive root cause of the event could not be determined. Since the issue has been resolved and a root cause could not be determined, the need for additional corrective action was not indicated. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the surgeon was unable to log in to our trumatch 3.0 surgeon portal to approved a patient proposal. The locks had to be cleared by dxc to resolved the log in issue. No surgical delay or patient involvement as this occurred before surgery.